Event description:
Customer reported that fifty (50) erroneously sodium and calcium results were generated by the unicel dxc 600i synchron access system. System calibration and quality controls were within specification prior to the event. The results were reported out of the laboratory. The system operator reviewed the results and found that the results were low. The samples were retested and yielded results within expectation. Amended results were issued. It is not known if there were any changes to the patients' care or treatment.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. Cultures of the system were not taken or provided. The fse found an unspecified white precipitate in the flow cell. The fse cleaned the flow cell and replaced the carbon bridge. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 01, 2008 and october 23, 2010 for additional reportable events. This is one of fifty (50) individual medwatch reports being submitted as the customer reported that fifty individual patient results were affected. See the below MDR numbers for all associated reports.